Event description:
Material # 305916 batch # 3320361 it was reported that the bd safetyglide safety mechanism broke. The following information was provided by the initial reporter: it was reported by customer that the safety bends, and the safety doesn't protect the needle. Additionally, the needle pops out from the connector of the vaccine which can also cause a needle stick. Verbatim: rcc received a complaint via email. Email(s) attached. These needles are defective and safety issue. It's the bd safety glide needles 25g 1 inc lot 3320361 expires 10/31/2028. Please do not use. (B)(6) notified and e-rrf completed. After administration, the safety bends, and the safety doesn't protect the needle. Additionally, the needle pops out from the the connector of the vaccine which can also cause a needle stick. Delila and I removed these needles in afm 770. Product#: (B)(4).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
90 samples were received. They came in sealed packaging blisters. Visual inspection was performed. No defects or imperfections were observed. No bent needles were observed. Each sample was assembled to a syringe with saline solution. No connectivity issues were experienced. To each sample the safety mechanism was activated. In all cases the safety mechanism moved up protecting the needle. No issues of any kind were observed. Based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered. A device history record review was completed for provided batch number 3320361 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material # 305916 batch # 3320361. It was reported by customer that the safety bends, and the safety doesn't protect the needle. Additionally, the needle pops out from the connector of the vaccine which can also cause a needle stick. Verbatim: rcc received a complaint via email. These needles are defective and safety issue. It's the bd safety glide needles 25g 1 inc lot 3320361 expires 10/31/2028. Please do not use. (B)(6) notified and e-rrf completed. After administration, the safety bends, and the safety doesn't protect the needle. Additionally, the needle pops out from the connector of the vaccine which can also cause a needle stick. Delila and I removed these needles in afm 770. Product#: 305916.